Manufacturer narrative:
During testing and investigation, the logs were reviewed and no major related alarms were found in the log. The device did not pass inspection due to as found condition of cracked cases/fluid shield/door assembly, but passed all pvt tests without any alarms. The probable cause for the complaint could not be determined since it was not replicated. The complaint was different and probable cause for cracked cases/fluid shield/door assembly was damaged parts.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The event involved a customer allegation of an over delivery involving a plum 360 pump. On (B)(6) 2018, a blood transfusion infused faster than the rate set up. The volume of blood infused was around 300 ml. The event was discovered when the bag was empty. The pump alarmed, but the alarm malfunction was unknown. There was no difficulty in programming or initiating the infusion. There was no difficulty in programming or initiating the infusion. There was no harm to the patient and no medical intervention was required.